Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experienced low and high blood glucose with a blood glucose of 60 mg/dl and high 400s mg/dl. The customer treated the low with juice and food and treated the high with the insulin pump. The customer reported they had to be given juice to wake up and it cause them to fall down. The customer was wearing the insulin pump during the event. The customer alleged the insulin pump was over delivering. Troubleshooting was completed. It was found the customer had probe and the insulin pump may have been exposed to a strong magnetic field around (B)(6) 2020. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.